Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the battery voltage was above 2.9 v during the entire implant duration. Post explant, a high current drain occurred. The device was cut open and visual inspection noted foreign material bridging the capacitors which caused an electrical short between the capacitors, resulting in a high current drain. After the foreign material was removed, normal current drain was observed.